Manufacturer narrative:
Investigation type: eitan medical investigated history records of the lot mentioned by the customer. Investigation findings: no design or manufacturing discrepancies that could have caused or contributed to a complaint of this nature were identified. Conclusion: no issues were identified based on the data provided by the customer thus far. Eitan medical has requested the device for investigation, as well as clarifying information - none were provided to date. If the device will be provided by the customer, farther investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
This complaint was reported by a customer from the USA. A leakage issue was reported. No human harm or medical intervention was reported.